Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported limited benefit from the device. She has not worn the processor for about 1 year.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was not providing benefit due to a migration of the electrode out of cochlea. Further the recipient experienced numbness and soreness to touch behind the ear and pain over the implant site. Reportedly the implant was fixated with a mesh and screws which is likely contributing to the reported symptoms. This is a final report.

Event description:
The user reported limited benefit from the device. She has not worn the processor for about 1 year. The user was explanted on (B)(6) 2024 and will not be reimplanted.